Event description:
A customer contacted beckman coulter inc (bec) to report no foam leak from the front of the hydro on the unicel dxc 800p synchron chemistry analyzer. Per customer, the leak is not from the cap. No injury or exposure was reported.

Manufacturer narrative:
On (B)(4)-2011 a bec field service engineer inspected the no foam tubing and found that the supply tube from the reservoir to the supply valves was not sealed around the y fitting properly. Fse replaced the defective tubing and primed the instrument several times without any leaks. The instrument was run for one hour without any leaks from the tube. The repairs were verified per established procedures. Results meet published performance specifications. This issue has been resolved. (B)(4).